Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became unreadable. Reportedly, the screen had colored lines that blocked the graphics and text. Customer's blood glucose was 188 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.